Event description:
It was reported that this right ventricular (rv) lead has exhibited a high shock lead impedance due to perforation. The rv lead was explanted and a new lead with a different model was placed. No additional adverse patient effects were reported.